Manufacturer narrative:
(B)(4). No conclusion can be drawn from the investigation of the sample. Root cause not determined.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. A batch review could not be performed since a lot number was not provided. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) an interlink system continue-flo solution set in which the septum port was not able to be accessed. According to the report, when a nurse tried to hook up a secondary set, the lever lock would not pierce through the split septum injection port that is closest to the drip chamber. She tried to access the injection site with another lever lock but failed again. The process step was during use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this event. No additional information is available.